Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported the same information previously reported by the hcp. Additional information received from the hcp in response to further follow-up reported that they had no notes regarding the implant not fully charging. The manufacturer representatives (reps) that work with the hcp office were mentioned. Additional information received from the rep in response to follow-up reported that the patient was seen in the office for a physician reset. Her battery coupled fine with the recharger and she was charging normally.

Event description:
It was unknown what troubleshooting the manufacturer's representative performed when they spoke with the patient.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was having issues charging and was getting poor coupling bars since having the implant. They could only get two coupling bars when charging, the implant did not get a full charge, and the implant was discharged. The consumer turned the dial and repositioned the antenna and was unable to get coupling bars shaded in. The patient had an appointment the day following the report and wanted to know what could be done for the discharge. They wanted to know if they were doing anything wrong that was causing the poor coupling bars. There were no applicable symptoms reported. Later, the healthcare provider (hcp) reported the cause of the poor coupling was trouble charging her battery. The patient spoke to the manufacturer's representative (rep) to troubleshoot. The rep resolved the poor coupling and discharged battery problem with the patient. Relevant medical history included spinal pain.